Event description:
As reported by our mexican affiliates, during implant of a 26 mm sapien 3 ultra resilia valve in the aortic position via a transfemoral approach, the esheath+ was placed without difficulty, and standard procedural steps were followed, including pigtail catheter positioning. Difficulty was encountered during valve crossing with the guidewire, after which correct positioning of the pre-shaped guidewire in the left ventricle was achieved. A valvuloplasty was performed using a 22 mm non'edwards balloon. Following valvuloplasty, the patient developed ventricular fibrillation requiring defibrillation. The 26 mm sapien 3 ultra resilia valve was subsequently delivered and implanted in the intended aortic position. The patient initially returned to normal cardiac rhythm but later experienced recurrent ventricular fibrillation requiring additional defibrillation, followed by cardiac arrest. Contrast injection demonstrated obstruction of the left main coronary artery due to calcium displacement. Recanalization was attempted but was unsuccessful and the patient subsequently passed away.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information being received. The following sections have been added: b4, b5, g3, g6, h2, h6, h11. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient condition (valve with severe calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g., percutaneous coronary intervention). Multiple patient factors could put the patient at risk for coronary flow obstruction during the tvr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one or more of the coronary arteries, and/or an aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result to a coronary obstruction. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty, plaque shift, significant valve over sizing, and valve malposition could also contribute to this complication. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, landing zone to coronary ostia distance, length of the native valve leaflet, width of the valsalva sinuses, movement of the leaflets during balloon valvuloplasty (bv), patency of coronaries during bv, and expanded height of the intended valve. Assessment for coronary compression risk prior to implantation is recommended for valves implanted in pulmonary position. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by our mexican affiliates, during implant of a 26'mm sapien'3 ultra resilia valve implanted in the aortic position by transfemoral approach, due to the patient's age and high risk of annular rupture, surgery was recommended; however, the patient was ruled out for surgery because of low lvef (20%) and ventricular dysfunction. During the procedure, the esheath+ was placed without inconvenience, and standard procedural steps followed, including pigtail positioning, difficulty valve crossing with guide, and correct placement of the pre-shaped guidewire in the left ventricle. A valvuloplasty was performed using a 22'mm non-edwards balloon, after which the patient developed ventricular fibrillation requiring defibrillation. The 26'mm sapien'3 ultra resilia valve was then delivered in a correct aortic position. The patient initially regained normal rhythm but subsequently experienced recurrent ventricular fibrillation requiring another defibrillation, followed by cardiac arrest. Contrast enhancement demonstrated an obstruction of the left main coronary artery, and recannulation was attempted but unsuccessful. The patient passed away.